Event description:
This case was reported by a consumer and described the occurrence of blood in eye in a (B)(6) female patient who received glucose oxidase, lactoperoxidase, lysozyme (biotene dry mouth oral rinse) mouthwash for product used for unknown indication. A physician or other health care professional has not verified this report. Co-suspect medication included methotrexate and hydrocodone, acetaminophen. On an unknown date, the patient started glucose oxidase, lactoperoxidase, lysozyme (unknown), unknown dosing. At an unknown time after starting glucose oxidase, lactoperoxidase, lysozyme, the patient experienced blood in eye and possible drug interaction. This case was assessed as medically serious by gsk. Treatment with glucose oxidase, lactoperoxidase, lysozyme was discontinued. At the time of reporting, the events were unresolved. Consumer stated that she can see blood under the white of her eye towards the corner. She did not physically bleed from her eye. She reported possible drug interaction as she was wondering if biotene was reacting with the medications she was on.

Manufacturer narrative:
Biotene dry mouth oral rinse is manufactured in (B)(4). The lot number for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B)(4).